Event description:
It was reported that the pt was assessed with 2 lesions. One in the circumflex (cx) and one in the obtuse marginal branch 2 (om2). The lesions were both pre-dilated and then a promus 2.5 x 15 stent was advanced to the lesion in the cx, but after it reached the lesion it was determined that the length of the device was not right; so the device was removed from the pt. A promus 4.0 x 12 was used to treat main cx lesion and it was successfully deployed (well positioned and well apposed) in the lesion. The same promus 2.5 x 15 was then advanced to the lesion in the om2 and during an attempt to deploy the stent it was noted that there was no stent on the balloon. The device was removed and a promus 2.5 x 23 was advanced to the lesion, but did not cross possibly due to the dislodged stent. This device was removed and it was not noticed that this stent had come off the sds balloon as well. The guide wire was pulled back in the guiding catheter at this point, so the guide wire was advanced to the lesion and the promus 2.5 x 23 was advanced and during inflation of the device, it was then noted that there was not stent present in the sds balloon. (B)(4).

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A f/u report will be submitted with all add'l relevant info. The 2.5 x 23 mm promus stent is being reported under a separate medwatch report number. Eval summary: all the devices were returned from the pt and fluoroscopy was done in a search for the dislodged stents in the coronary, aorta and femoral arteries. The pt had no chest pain or discomfort or any other symptoms. The dislodged stents could not be found. A new guiding catheter, new guide wires were used and a new promus 2.5 x 23 was deployed to successfully treat the om2 and post dilatation of the stent was performed. All the devices were removed from the pt and the cardiac procedure was completed. The pt was transferred to another room for bilateral extremity without contrast exam upon bilateral exam the undeployed stents were located in the left profunda. A snare device was used to remove the two stents from the pt's anatomy.